Event description:
On 16th october 2025, rayner received notification from a healthcare facility in sweden of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens was damaged during implantation necessitating device explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the iol was observed to be damaged. The iol was explanted and exchanged during the original surgery session without further incident. Surgery was reported to be prolonged due to the event. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in the inner blister tray. The subject lens was returned hydrated, cut in several pieces. This is attributable with the lens being cut in the patient's eye, to help facilitate explantation. On cosmetic inspection of the lens, it has not been possible to determine the nature and/ or the root cause of the damage originally reported that lead to lens explantation. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was fully retracted. Following injector disassembly, it parts were inspected under 10x magnification. This cosmetic inspection did not identify any damage to injector parts. Following this observation, the returned injector was re-assembled, and a sample of rayone aspheric rao600c from rayner stock was loaded and injected as per the IFU. Ophteisbio 3.0% was used for this injection. Injection was successful, with no resistance experiences, and without any damage to the lens or to the injector post injection. Additionally, toluidine blue dye test was performed on the injector nozzle. This test did not identify any irregularity in the nozzle coating. The root cause of the reported damage to the lens could not be established. Results of inspection and testing (test injection, dye test) confirm that the rayone injector associated with this case performs as intended. Our review of production records for the rayone emv rao200e batch 124259172 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 124259172. Our investigation and subsequent product evaluation identified no fault of the rayner device.